Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately detected an episode of atrial fibrillation (af) as ventricular tachycardia (vt), delivering inappropriate anti-tachycardia pacing. The ICD was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to wavelet detection. Analysis of the device memory had an observation relating to v entricular anti-tachycardia pacing (atp) therapy. If information is provided in the future, a supplemental report will be issued.